Event description:
It was reported that balloon catheter was stuck on guidewire. The target lesion was located at the distal right coronary artery (rca). Following pre-dilation with a 2.00 x 20 mm non-boston scientific (non-bsc) balloon, a 2.00 mm x 30.00 mm agent dcb balloon was selected to dilate rca. During the procedure, the balloon was not able to be delivered. Upon removal it was found that the balloon was stuck to the non-bsc guidewire. Following further dilation, the procedure was completed with another of the same device and the patient was stable following the procedure.